Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates that a needle mechanism failure occurred. Pain at the infusion site was also reported. The pod was worn for three days.

Manufacturer narrative:
The device was received with the soft cannula deployed and the formed needle visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was damaged, indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying. A bend was noted on the formed needle. Due to the formed needle being exposed, it contributed to the reported event of pain during insertion. Inspection of the cannula assembly found the exposed portion of the soft cannula to be damaged. It could not be determined when this damage occurred. An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection.